Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated with water. Identification of issue has been done by analyzing problem description and photos. Based on the information provided, it has been clarified that test failures during pre-use check have been caused by malfunctioning air gas module. The technician checked the gas module and concluded that water stains was present inside air gas module, which has been traced back to the hospital central air supply. The issue has been resolved by replacing the part. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was found contaminated by water. It was found during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).